Manufacturer narrative:
(B)(4) - non-surgical medical intervention required. (B)(6). Study source - (B)(4) wallflex fully covered benign stricture study as the device remains implanted, it will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted during a stenting procedure on (B)(6) 2010. This stent was implanted as part of the (B)(4) wallflex fully covered benign stricture study. According to the complainant, the patient presented with a distal biliary stricture. This stricture had been previously treated with both a sphincterotomy and a plastic stent. During the (B)(6) 2010 stenting procedure, the plastic stent was removed and an additional sphincterotomy was not performed. The wallflex stent was deployed in a satisfactory position across the stricture. The subject was treated as an outpatient. On (B)(6) 2010, the patient present with mild right upper quadrant pain. The patient was treated with medication. The pain was marked as having been resolved on (B)(6) 2010.